Event description:
It was reported that the device was being used during a hemorrhoidectomy. It was reported that seven days post-operatively the pt presented in the ER with rectal bleeding. Approx two units of blood were administered to the pt. The pt was admitted to the hosp for follow-up care and treatment. The surgeon questions whether the bleeding is from the operative site or from any remaining hemorrhoids not removed during the surgical procedure.